Event description:
Complaint alleged that while attempting to treat a pt (age & gender unk), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.